Event description:
Pt reported that their lap-band would not "loosen" after fluid was removed. A fluoroscopy showed that the device had "eroded" and was constricting the esophagus. The device has been explanted.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not been returned. Based upon the partial implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Erosion is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue." "Re-operation to remove the device is required."